Event description:
It was reported that the patient experienced hyperglycemia event on (B)(6) 2026. Due to the event, the patient's blood glucose level was high and was treated with bolus and food.

Manufacturer narrative:
Patient city: (B)(6) patient country: norway. Name: (B)(6). Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.